Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was determined that the design resulted in placement too close to the edge of the mandible. A design change by surgeon request on 2 sep 2019 was to shorten the section of the prosthesis along the mandible, to reach the second molar but, no further. The design change moved the location of the inferior attachment hole, were the screw was not retained. There were multiple contributing causes for the inferior hole placement. The patient mandible had existing holes from a prior implant and the mandibular nerve was very close to the proposed hole. The original design for this component resulted in a slightly higher position of the hole in the mandible. Review by 3ds design indicated the original hole location was preferred and only changed due to surgeon request. Based on the complexity of patient anatomy and requested design change, the final design was selected. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the screw went out from the bone and possibly the screw hole was made at the edge of the basal border of the mandible during implantation of temporomandibular joint implants on the right side. No additional patient consequences have been reported.